Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11, e3, e1 (email initial rep name). Corrected fields- b5, b6, b7, h6 health effect ¿ impact codes. Full initila rep name: (B)(6). A getinge field service engineer (fse) confirmed the issue on site. Fault-finding was performed, and with a test balloon and simulator connected, all filling tests initially passed. Further testing identified a false contact of the balloon volume leds on the keypad controller board. The keypad controller pcb was replaced. Functional checks, diagnostic tests, and regular operation tests were completed, and the device passed all performance and safety tests according to manufacturer specifications. The device was returned to the customer and authorized for clinical use.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) did not perform balloon filling and furthermore the leds on the "balloon volume" console do not work. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) did not performed balloon filling and furthermore the leds on the "balloon volume" console do not work. No patient harm and injury reported.